Event description:
It was reported via phone call that the customer experienced low blood glucose. The blood glucose reading was 50 mg/d/l at the time of call and blood glucose at time of incident was 120 mg/dl the customer had been using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. Customer was neither in emergency room nor admitted into hospital. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.